Event description:
It was reported the patient's blood glucose rose to 19 mmol/l (342 mg/dl). The pod was leaking while worn for between 37 and 48 hours. The infusion site was bleeding on the patient's arm.

Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising. The formed needle was inspected, and it was found to have a damaged needle tip. The damaged formed needle tip is confirmed to be the cause of the reported bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.